Manufacturer narrative:
Qc was within established ranges before and after the event. Hotline worked with the customer and found that the cartridge chemistries (cc) reagent syringe was loose.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed results for alt and ast and an erroneously low result for total bilirubin (tbil) generated by the unicel dxc 800 pro synchron clinical systems. The initial tbil result of <0.1mg/dl was reported out of the lab. The customer then reran the original sample on another instrument and obtained a result of 0.5mg/dl. The result was not amended. Patient treatment was not affected.